Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed when the issue happened, and procedure was completed as planned by using wired footswitch. A philips remote service engineer (rse) verified remotely that the right wireless footswitch button, responsible for controlling the room lights, was malfunctioning. To resolve the issue, rse ordered a part for the customer, and the customer replaced the wireless footswitch. After replacing the device, the system returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the wired footswitch. The device has no issue, procedure was completed as planned. This event would not be reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that there was problem with one of the buttons of the wireless footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.